Event description:
It was reported that the trailing haptic of the aq2015a silicone three piece lens tore as it was inserted in the eye. The lens was removed and another same model lens was implanted without any patient injury. The reporter stated the incident was the result of a loading error.

Manufacturer narrative:
(B)(4). Results: the visual inspection of the returned lens showed half the lens was torn off and missing and there was a clear surgical residue on the lens. (B)(4).